Event description:
It was reported that this right ventricular (rv) had noisy signals and increasing pacing threshold values. A lead fracture was suspected. During the explant procedure the lead broke and a portion was explanted and the remaining portion surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead fragment is not expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) had noisy signals and increasing pacing threshold values. A lead fracture was suspected. During the explant procedure the lead broke and a portion was explanted and the remaining portion surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead fragment is not expected to return for analysis.

Manufacturer narrative:
This report includes updated coding to the h6 fields.